Event description:
Surgeon performed a revision surgery. According to the sales rep, the revision was required because the glenosphere detached from the baseplate approximately 6 months after the primary surgery. The surgeon was required to take off the humeral cup in order to provide adequate exposure to the baseplate in order to put in a new 36mm glenosphere (the same size as before). The surgeon then put on a new 36/+3 humeral cup (the same size as before).